Event description:
It was reported that during a dca/ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was calcified. 90% stenotic lesion in a minimally tortuous mid lad coronary artery. After dca, an 3670 24/4.0 mm stent was placed at the lesion site. The quantum maverick monorail balloon was being used to post-dilate the s670 stent when it ruptured. The quantum maverick monorail balloon was removed and replaced with a quantum maverick monorail 15/3.5 mm balloon to successfully complete the procedure. No pt injury or complications were reported. Pt status is reported as 'good'.